Event description:
The user facility reported that the glidewire coating shared off when used for pacemaker access. Additional information was received on 07feb2025: the procedure was an upgrade to bi-ventricular pacemaker. The coating sheared off inside the patient. All of the coating was retrieved from the patient. After multiple attempts with hemostat to pull it out with help of a different physician retrieved the sheared coating. The estimated blood loss was less than 250cc. The patient was stable.